Event description:
It is reported that the itst cannulated retaining shaft circular knob came off the shaft while implanting the lag screw. This caused the surgeon to not be able to compress the femoral neck fracture.

Manufacturer narrative:
This report will be amended when our investigation is complete.